Event description:
The patient's second implantable neurostimulator (ins) from 2013 was not working, it was not working with her body. At one time it was helping her leg a little and not her back. If the patient turned up the stimulation one notch, her leg would go "crazy." Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).